Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shocking lead impedance measurements on this right ventricular (rv) lead had been steadily increasing for the past several months and were now high and out of range. Boston scientific technical services (ts) recommended delivery of a commanded shock. Noise was also noted in some past episodes. No adverse patient effects were reported. This lead remains in service. A maximum energy shock was delivered via the associated implantable cardioverter defibrillator (ICD) to determine that the actual impedance measurement, which was 178 ohms. The value for the out-of-range upper limit was increased and beep at oor was programmed on. The device will be followed via remote patient monitoring. Additional information was received which reported that the lead was later surgically abandoned due to high shocking lead impedances and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shocking lead impedance measurements on this right ventricular (rv) lead had been steadily increasing for the past several months and were now high and out of range. Boston scientific technical services (ts) recommended delivery of a commanded shock. Noise was also noted in some past episodes. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A maximum energy shock was delivered via the associated implantable cardioverter defibrillator (ICD) to determine that the actual impedance measurement, which was 178 ohms. The value for the out-of-range upper limit was increased and beep at oor was programmed on. The device will be followed via remote patient monitoring.